Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to high readings. Also observed cannula split from tubing.

Event description:
The customer reported via phone call that the insulin pump alarm calibration error. Customer's blood glucose was 301. The customer was advised that the alert may be cause by rapid increase/decrease in blood glucose values. The customer was advised that 2 consecutive calibration errors will lead to a change sensor alert and the sensor need to be replaced. The customer was advised to monitor. The customer reported via phone call the bad sensor alert. Customer's blood glucose was 301 mg/dl. The customer was advised that bad sensor alert occurred after 2nd consecutive calibration error. The customer was advice to remove and change out the sensor. The customer reported via phone call the sensor glucose versus blood glucose differences. Customer's blood glucose was 301 mg/dl. The customer was not able to provide data from the device for the sensor glucose versus blood glucose event. The customer was advised if issue continues to call back with pump date or pump upload.